Manufacturer narrative:
(B)(4). Date sent: 3/7/2025, d4 batch #: x84n58. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? The patient's stay in surgery was prolonged. The surgery was continued with a different brand device. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the I-blade lower tip broken off and not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x84n58, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the jaws do not close mechanically. A different device was used.